Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Customer¿s blood glucose level was 244 mg/dl. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.